Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was interrogated which revealed increased capture threshold with the battery at its elective replacement indicator stage. However, during a prior in-clinic follow up that occurred around a year ago, the device's battery longevity was estimated to be at 1.2 years. Technical support was contacted and it was suspected that the cause of the event was due to an overestimation of the battery longevity during the prior follow up. However, the increase in capture could not be confirmed. No intervention has been conducted at this time but device replacement is expected at the next in-clinic follow up. The patient experienced no consequences and will continue to be monitored.

Event description:
Additional information received indicating that there were no concerns with the capture threshold of the device.

Event description:
Additional information received indicating that the device was explanted and replaced to resolve the event. There were no known patient consequences.